Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device has loudspeaker defective. It is unknown if the device produced audible sound. The device was in clinical use at time of event and no patient or user harm reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) spoke to the customer, who stated that the speaker isn't working and requested a new speaker to be shipped to them. Based on the results of the information provided, the cause of the reported problem is the speaker. The reported problem was confirmed. The customer ordered a speaker to resolve the issue. The speaker shipped to the customer who will replace the speaker themselves. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.